Event description:
No additional information.

Manufacturer narrative:
Pr 9089614¿ follow up MDR for device evaluation. It was reported the needle became stuck in a leg. To aid in the investigation, one sample with no packaging blister, or plastic shield, and two photos were provided for evaluation by our quality team. A visual inspection was performed, the safety mechanism has been activated and the needle is out of the hub. After inspection under a 30x microscope it was observed that not enough epoxy was applied to the needle. The two photos provided show the sample received and a packaging shelf box. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305902, lot 3206625. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3206625 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305902 batch number#: 3206625. It was reported by customer that bd safety glide got stuck in patients leg nurse had to pull it out all needled have been pulled from shelf- additional information received 30-oct-2-23: did the needle separate from the hub or was the needle simply difficult to remove from the patient's skin? Separated from the hub and plastic casing. Only the needle itself was stuck in the patient¿s leg. 2. Material number and batch number- please see pictures attached 3. Were there any medical interventions required due to the event? The needle had to be manually removed from patient¿s leg.

Manufacturer narrative:
(B)(4). : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0413 - material separation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.